Manufacturer narrative:
Motor error alarm during occlusion test and unable to prime during prime/delivery test due to faulty back pressure sensor. Motor passed motor test. Pump received with scratched display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump had a motor error alarm during bolus. The caller did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 401 mg/dl. The customer's father was advised that the insulin pump would be replaced and agreed to return the product for analysis.